Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vats (video-assisted thoracic surgery) lobectomy, the device did not fire. The surgical team provided little information except that it did not staple/fire properly. To resolve the issue and complete the case, the surgical team opened a new stapler which performed as expected. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vats (video-assisted thoracic surgery) lobectomy, the device did not fire. The surgical team provided little information except that it did not staple/fire properly. There was no patient injury.